Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Reviewed the current sealing machine operation and found it inadequate to package product securely. There were no verification and validation processes in place for the current sealer in order to evaluate the process and end quality of product packaging. Investigation results concluded that the reported event was due to packaging issue. Completion of the investigation relayed to the office manager via email. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001825034 - 2017 - 07654.

Event description:
It was reported by a sales representative, that a dvr cross lock screw was identified with the issue of packaging not being sealed properly and the item potentially falling out of the packaging. The issue was not discovered outside of any procedures and had no patient involvement.